Manufacturer narrative:
The suspected device was not returned, and one image was provided for evaluation. Therefore, visual inspection and functional testing could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint downstream occlusion seal came loose could not be confirmed or replicated without the physical product. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dso seal had come loose. The issue was discovered during annual service. There was no patient involvement.